Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had trouble coupling her charger to the ipg, was unable to charge the ipg, and lost all the stimulation. X-ray results were reportedly okay. Database analysis revealed signs of poor charger to ipg coupling and charger thermistor triggering. The device appeared to be working as expected. The patient underwent a procedure wherein the ipg's depth was revised.